Event description:
It was reported that the implantable defibrillator was explanted due to "patient issue". Further information was requested, but not yet available.

Manufacturer narrative:
No reported field event was reported and no anomalies were identified by the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.